Manufacturer narrative:
This report is submitted on august 10, 2021.

Event description:
Per the clinic, the patient developed a skin flap infection and was treated with oral antibiotics. Revision surgery is planned, but has not yet occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient as of the date of this report. This report is submitted on september 1, 2021.